Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was over 600 mg/dl. They took of the infusion set and found that the cannula did not go into his body. They changed the infusion set. The customer declined troubleshooting for the high blood glucose. Additionally, it was noted that the customer was in the hospital for 3 days because their blood glucose was over 600 mg/dl. They declined to discuss the high blood glucose hospitalization. The device will not be returned for analysis.